Event description:
It was reported that a wireless battery module would not connect to the facility's server. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless battery module was returned and evaluated by baxter. Eval was able to reproduce the reported symptom. Eval found corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion, which caused the component failure. The module was determined to not be operating within spec in relation to the reported symptom. The module was retired from service.